Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. The insulin pump was unable to confirmed error alarm due to erased history file. The motor was tested outside the insulin pump and passed. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer called and reported receiving a motor error alarm on the insulin pump. The customer's blood glucose level was over 500 mg/dl. Customer did not know why her blood glucose was running high, stating she had the insulin pump on and she was stressed. Troubleshooting for high blood glucose was declined. During troubleshooting for motor error, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was able to complete the rewind sequence. The customer stated the buttons stopped being responsive on the insulin pump. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.